Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Episodes of inappropriate shocks due to noise on the ventricular lead was noted. The lead was capped and replaced. The patient is in stable condition. Related manufacturer report number: 2938836-2017-21908.